Event description:
Baxter czech republic reported a leaking transfer set clamp. This was noted during use with no patient injury or medical intervention required according to the complaint coordinator.